Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-00866 and 3006705815-2023-00867. It was reported that the patient's ipg became inoperable and both of the leads had migrated. Surgical intervention was undertaken in which the ipg was explanted and replaced, one lead was explanted and replaced, and the other lead was repositioned to address the issue.